Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detached at the quick release. The patient observed insulin out of tubing after changing the set. The patient had this issue with two sets. No further information available.